Manufacturer narrative:
Other text: d4, d5 and g5 are unknown. No information has been provided to date. No product sample was received; therefore, visual and functional testing could not be performed. No product lot number was provided, therefore, no review of manufacturing device history records could be conducted. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a patient was found dead. According to the report, the patient often slipped from his chair. The day of the incident the patient had slipped from the chair and the handle of the carrying of the pump would have hung on the armrest of the chair which led to the strangulation of the patient.